Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), suicide attempt ('suicidal attempt') and suicidal ideation ('suicidal ideation') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hyperlipidemia, seasonal allergy, localised numbness, dysfunctional uterine bleeding, allergic rhinitis, ankylosing spondylitis, diabetes, unspecified disease of nail and throat pain. Previously administered products included for an unreported indication: motrin. Concurrent conditions included breast calcifications, night sweats, pain of lower extremities, cough, acute bronchitis, hypertension, vomiting, congestion nasal, redness of eyes, diarrhea, gallbladder enlargement, fever, head fullness, viral infection, sore throat, post coital bleeding, right lower quadrant pain and dyspareunia. Concomitant products included ammonium chloride; dextromethorphan hydrobromide; sodium citrate (cheratussin), clindamycin, diphtheria vaccine toxoid; pertussis vaccine acellular 3-component; tetanus vaccine toxoid (boostrix) since (B)(6) 2011, ergocalciferol since (B)(6)2011, fexofenadine hydrochloride (allegra) since (B)(6) 2011, fluticasone propionate (flonase) from (B)(6) 2010 to (B)(6) 2011, hydrochlorothiazide since (B)(6) 2011, ibuprofen, ibuprofen from (B)(6) 2010 to (B)(6) 2018, lisinopril since (B)(6) 2011, medroxyprogesterone acetate (depo provera), mestranol; norethisterone (ortho novum), metformin hydrochloride; sitagliptin phosphate monohydrate (janumet) from (B)(6) 2011 to (B)(6) 2019, moxifloxacin hydrochloride (avelox), ondansetron (zofran) from (B)(6) 2011 to (B)(6) 2018 and pneumococcal vaccine polysacch 23v (pneumovax) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: yeast infections"). On (B)(6) 2010, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("vaginal infection"), insomnia ("insomnia"), anxiety ("anxiety"), suicide attempt (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and vaginal disorder ("vaginosis") and was found to have weight increased ("weight gain"), white blood cell count increased ("autoimmune disorder type of disorder: unusually high white blood cell count") and hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), betamethasone dipropionate; clotrimazole (lotrisone), duloxetine hydrochloride (cymbalta), ethinylestradiol; levonorgestrel (seasonique), fluconazole, mepyramine maleate; paracetamol (midol maximum strength multi-symptom menstrua), zolpidem, zolpidem tartrate (ambien) and surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, vulvovaginal mycotic infection, abdominal pain, back pain, vulvovaginal dryness, female sexual dysfunction, depression, headache, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, white blood cell count increased, hormone level abnormal, insomnia, anxiety, suicide attempt, suicidal ideation and vaginal disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, migraine, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, insomnia, menorrhagia, migraine, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. The fallopian tubes were fully occluded. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, dysmenorrhea, headache,vaginal discharge. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs+mr received: reporters were added. Patient's demographic was added. Case become valid since injury nos was replaced by new specified events; hormonal changes, vaginal bleeding menorrhagia, yeast infections, apareunia, depression, unusually high white blood cell count, bladder problems, urinary problems , migraines, headaches, migration of essure device, pelvic pain, lower back pain, abdominal pain, vaginal discharge, fatigue, perforation (uterus), weight gain, vaginal dryness, hair loss, insomnia, anxiety, suicidal attempt, suicidal ideation, vaginosis. Outcomes were added. Concomitant drugs & conditions were added. Treatment & historical drugs were added. Medical histories were added. Lab test was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), suicide attempt ('suicidal attempt') and suicidal ideation ('suicidal ideation') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hyperlipidemia, seasonal allergy, localised numbness, dysfunctional uterine bleeding, allergic rhinitis, ankylosing spondylitis, diabetes, unspecified disease of nail, throat pain and fibromyalgia. Previously administered products included for an unreported indication: motrin. Concurrent conditions included breast calcifications, night sweats, pain of lower extremities, cough, acute bronchitis, hypertension, vomiting, congestion nasal, redness of eyes, diarrhea, gallbladder enlargement, fever, head fullness, viral infection, sore throat, post coital bleeding, right lower quadrant pain, dyspareunia, blood sugar increased, myalgia, type 2 diabetes mellitus, dehydration, back injury, flank pain, diabetic, viral syndrome, dyspareunia, vitamin d deficiency and anemia iron deficiency. Concomitant products included ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), clindamycin, cyanocobalamin, diphtheria vaccine toxoid;pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6) 2011, ergocalciferol since (B)(6) 2011, fexofenadine hydrochloride (allegra) since (B)(6) 2011, fluticasone propionate (flonase) from (B)(6) 2010 to (B)(6) 2011, hydrochlorothiazide since (B)(6) 2011, ibuprofen, ibuprofen from (B)(6) 2010 to (B)(6) 2018, levonorgestrel, lisinopril since (B)(6) 2011, medroxyprogesterone acetate (depo provera), mestranol;norethisterone (ortho novum), metformin, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) from (B)(6) 2011 to (B)(6) 2019, moxifloxacin hydrochloride (avelox), ondansetron (zofran) from (B)(6) 2011 to (B)(6) 2018, pneumococcal vaccine polysacch 23v (pneumovax) since (B)(6) 2011 and zolpidem. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping) / cramping during and after menstrual cycle"). On (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced abdominal pain lower ("pain: lower abdominal pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: yeast infections"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced vulvovaginal pain ("tenderness in vaginal area"), vulvovaginal swelling ("swlling in vaginal area") and vulvovaginal pruritus ("itching in vaginal area"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), insomnia ("insomnia"), suicide attempt (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and vaginal disorder ("vaginosis") and was found to have weight increased ("weight gain"), white blood cell count increased ("autoimmune disorder type of disorder: unusually high white blood cell count") and hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), betamethasone dipropionate;clotrimazole (lotrisone), duloxetine hydrochloride (cymbalta), ethinylestradiol;levonorgestrel (seasonique), fluconazole, mepyramine maleate;paracetamol (midol maximum strength multi-symptom menstrua), zolpidem, zolpidem tartrate (ambien) and surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, abdominal pain, abdominal pain lower, vulvovaginal pain, back pain, vulvovaginal mycotic infection, vulvovaginal dryness, female sexual dysfunction, depression, headache, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, white blood cell count increased, hormone level abnormal, insomnia, anxiety, suicide attempt, suicidal ideation, vaginal disorder, dyspareunia, urinary tract infection, vulvovaginal swelling and vulvovaginal pruritus outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, vaginal infection and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, insomnia, menorrhagia, migraine, pelvic pain, suicidal ideation, suicide attempt, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: mild fatty infiltration of the liver otherwise negative CT scan examination of the abdomen and pelvis.. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. The fallopian tubes were fully occluded.; on (B)(6) 2010: occlusion bilateral oviducts at the cornua.. Pregnancy test urine - on (B)(6) 2010: negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, dysmenorrhea, headache,vaginal discharge, headaches, menorrhagia, abdominal pain, back pain, anxiety. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received : reporter information and medical history added. New events "dyspareunia (painful sexual intercourse), urinary tract infection, itching, sweeling and tenderness in vaginal area, lower abdominal pain" were added. Severity of event "dysmenorrhea " was updated as "severe". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.